Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual inspection of the device observed that the body and the distal end were kinked. Also, the spring tip was bent. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-00137. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink¿ plus and an unspecified size rotawire were selected for treatment. Upon removal of the devices, resistance was encountered in an unspecified guide catheter and further observed that the burr was stuck on the wire. The whole system was removed together. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.

Event description:
Same case as: 2134265-2015-00137. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink¿ plus and an unspecified size rotawire were selected for treatment. Upon removal of the devices, resistance was encountered in an unspecified guide catheter and further observed that the burr was stuck on the wire. The whole system was removed together. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.